Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a blown fuse. Additional evaluation findings are as follows: 1.) Mesh turret failure; 2.) Filter turret failure; 3.) Coat peeling due to deterioration over time of oes filter; 4.) Peeling of the lamp face; 5.) Top cover noted corroded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device had no power. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a blown fuse. Olympus will continue to monitor field performance for this device.